Event description:
A report was received that the patient was explanted due to an infection. The patient's incision was not healing correctly. The physician does not believe the infection was device related. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection. The patient's incision was not healing correctly. The physician does not believe the infection was device related. The patient was given IV antibiotics and was reportedly doing well following the procedure.